Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
This supplemental report is being submitted to correct and include the following information: product brand name, product UDI, operator of the device, device available for eval?, report source, manufacturer date, reason device not evaluated, health impact grid, usage of device, remedial action initiated, recall (z) number, and to finalize the report.